Manufacturer narrative:
The reported field event of failure to interrogate was confirmed. However, the failure was lost during analysis. After the failure was lost, telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The communication anomaly could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator. During the procedure the device was unable to be interrogated by two separate programmers. Due to the delay the patient began to experience discomfort and palpitations. The procedure was ultimately completed with a replacement device. The patient was stable.